Manufacturer narrative:
(B)(4) ¿ urinary/bowel problem; undefined recurrence. Additional narrative: it was reported that the patient underwent urethroplasty with urethral lysis and colporrhaphy on (B)(6) 2002 due to severe pelvic and vaginal pain, painful intercourse and to rule out mesh extrusion. It was reported that following the implant the patient experienced pain, urinary/ bowel problems, recurrence, dyspareunia, vaginal scarring, erosion, infection and other issues. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.